Event description:
Previous rv lead showed shock impedence out of tolerence. New rv lead placed and old rv lead removed without incident. Patient underwent implantation of a medtronic single-chamber ICD 4 years ago, for a primary prevention of sudden cardiac death. She had appropriate therapies for vt and vf most recently 2 years ago. When she presented to the device clinic to establish care a week ago, it was noted that the impedances on both of her shock coils were greater than 200 ohms. Her rv lead is a sprint fidelis model #6949 lead, which is currently under recall. It was presumed that her rv lead had fractured.